Event description:
It was reported that at an unspecified time, this bio-medicus nextgen femoral arterial or jugularvenous cannula and kit package was missing the silicone friction-fit cap and a crack was noted on the connector end of the cannula. A new cannula was opened and used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.it was reported that prior to the cannula implant, this bio-medicus nextgen femoral arterial or jugularvenous cannula and kit package was missing the silicone friction-fit cap and a crack was noted on the connector end of the cannula. A new cannula was opened and used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the issue was noted upon opening the packaging. Fdm code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:visual inspection showed evidence of damage/crack in the connector. The hemostasis cap was not returned. Conclusion: reason for the return was confirmed. The unit will be held in brooklyn park. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.